Event description:
Underwent the 'visage' procedure in 2004. This is a resurfacing procedure that uses radio frequency. Dr resurfaced face with multiple passes, with more done around periorbital area. Noticed something wrong by 20 or so days out. By second month eyes beginning to look sunken, more wrinkles, and becoming deeper. Eyes had the appearance of smaller and more rounded. Cheeks loss of facial fat. Looking like pt lost much weight when in fact pt gained 10 pounds over the past 6 months. Resembled facial wasting disease. Went to 2 other doctors for help. Finally got fat transfer at 6 mos post visage, to face in order to restore facial fat and facial structure to pre 'visage'.